Event description:
The physician intended to implant a 2.25 mm diameter x 14 mm length endeavor resolute rapid exchange (rx) drug-eluting stent to treat a lesion in the lad. Difficulties were encountered advancing the stent to the stenosis and the device was removed. Stent struts were observed to be damaged on removal. No clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The first three proximal segments were intact. The remaining segments were raised, deformed and pulled distally over the distal tip. Crimp impressions were evident along the balloon. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: inherent risk of procedure (stent damage, failure to deliver the stent). Root cause of reported event cannot be determined based on limited information provided. Conclusions: no conclusion can be drawn (root cause of reported event cannot be determined based on limited information provided). (B)(4).